Event description:
It was reported through clinic notes that the patient's generator was replaced in (B)(6) 2019 due to lo it nearing end of service and two recent breakthrough seizures, where the last two seizures documented were in (B)(6) 2017 and (B)(6) 2018. Impedance was okay and battery status indicator at explant was ifi-yes (intensive follow-up indicator - yes). The generator had not reached end of service condition and so would still deliver intended therapy programmed. Product return is not expected. No further relevant information has been received to date.